Event description:
It was reported that there was noise seen on the right ventricular (rv) lead at the patient¿s follow-up visit. An attempt at pocket manipulation and isometrics was unable to reproduce the noise. The physician thought there might be a setscrew issue with the device. At the revision procedure the physician noted that the setscrews were well-positioned and the lead was visible at the end of the header. The lead tested fine with the analyzer. Therefore, since the source of noise was not apparent the physician made the decision to change out the lead and the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, implantable pulse generator, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed. Analysis of this data indicated there was oversensing due to emi (electromagnetic interference)/noise.